Manufacturer narrative:
Initial 6 of 8. E1: name: tandem. Street: 11045 roselle street. Line 2: suite 200. City san diego. State: ca. Zip code: 92121. Based on the available information, this event is deemed to be serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the customer experienced cannula issues involving eight infusion sets in which the cannula was kinked. The events resulted in hyperglycemia, and the customer treated the elevated blood glucose with correction boluses delivered via the pump.